Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported preloaded suture passer and final cartridge assembly was performed there were no deviations or non-conformance during the manufacturing process that could have contributed to the reported event. Review of the product instructions f use found adequate warnings and precautions to follow postoperative care instructions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that clinical symptoms reported cannot be linked to a mal-performance of the s&n device. The inflammatory markers, purulent fluid, and positive blood cultures support the report of infection but the source cannot be concluded. However, we are unable to rule out the extra time spent during the implantation, early weight bearing that resulted in a, ¿slip on the knee,¿, the history of positive ebv gg and lyme ab as possible contributing factors to the reported post-op symptoms and infection. Since this adverse event is ongoing, the future impact to the patient cannot be determined. Therefore, no further clinical medical assessment is warranted at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to swelling and pain include, but are not limited to: conditions which may limit the patient¿s ability or willingness to follow postoperative care instructions.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A complaint history for preloaded suture passer review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Review of the product instruction for use found adequate warnings and precautions to follow postoperative care instructions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that no clinically relevant patient information was provided, therefore, a thorough medical investigation could not be performed. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to swelling and pain include, but are not limited to: conditions which may limit the patient¿s ability or willingness to follow postoperative care instructions. The instruction for use provided with the device associated contains warnings and precautionary statements regarding the risk of post- arthroscopy healing process associated with this procedure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the patient underwent meniscal repair on (B)(6) 2017 for acute medial meniscus tear of left knee with a novostitch device. On (B)(6) 2017, the subject noted increased swelling and pain for the last 4 days. Subject reports an incident where he slipped and put some weight on his operative knee. Reports hot and cold sweats. An aspiration was performed showing elevated inflammatory markers but no leukocytosis. Presented to ed 4 days later with increased fever. Joint aspirate showed 35000rbc, 8000wbc and no organisms. Moderate joint effusion on x-ray with no acute osseous abnormality. 5 days later increased fever with continued swelling and pain in left knee. Unable to range left knee. Surgical procedure performed I&d abscess bursa hematoma knee thigh left, arthroscopy left. Intraop purulent appearing fluid and synovitis seen. Al sutures from previous repair removed and staphylococcal arthritis of the left knee diagnosed. Additional surgery to irrigate and debried the knee due to continuous signs of infection. Tha patient was treated with vancomycin, oxycodone, dilaudid, diazepam & a toradol injection. Outcome of the patient is not resolved. It is unknown if more actions were taken to treat the event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 updated: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported preloaded suture passer and final cartridge assembly was performed there were no deviations or non-conformance during the manufacturing process that could have contributed to the reported event. A complaint history for preloaded suture passer review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Review of the product instruction for use found adequate warnings and precautions to follow postoperative care instructions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that 3 weeks after a meniscal repair with novostitch the patient reported with staphylococcal arthritis, which required and antibiotics, pain meds and I&d where the previous sutures were also removed. The event was ongoing when reported with no further information available; therefore, a thorough medical investigation could not be performed. Without the reported product, a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to swelling and pain include, but are not limited to: conditions, which may limit the patient¿s ability or willingness to follow postoperative care instructions. The instruction for use provided with the device associated contains warnings and precautionary statements regarding the risk of post- arthroscopy healing process associated with this procedure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.